Manufacturer narrative:
The alleged broken ias120-100 is not expected to be returned for evaluation and review. Upon completion of the complaint investigation a supplemental and final report will be filed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that ias12-100 device was being used in a laparoscopic radical gastrectomy on (B)(6) 2019. The customer stated, "there was crack on the edge probe of airseal 12mm port, failed to penetrate into patient's body after repeated punctures". Currently, no further information is available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information gained after initial filing: per assessment information received from reporter the breakage of this device was found before the surgery. No fragmentation or components came into contact with the patient. Per the previous information another device was used; therefore, this device did not come into contact with the patient. There was no injury to the patient or the user. There was no medical intervention or hospitalization caused by this event. The alleged cracked ias12-100 is not expected to be returned for evaluation and review. This complaint of cracked device is unable to be verified and a root cause cannot be determined. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). It is standard medical procedure to inspect all devices prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.